Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago. Block d6b: explant date: 2 years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7072163, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7072282, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing a loss of stimulation coverage from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) and scs leads were removed. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago. Block d6b: explant date: 2 years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Sc-1160 (sn (B)(6)). Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing a loss of stimulation coverage from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) and scs leads were removed. The explanted devices were not returned as they were discarded by the medical facility.